Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The product investigation could not identify a root cause. The product has not been received to evaluate. Plunger override may occur: due to rapid advancement faster than the IFU(instructions for use) recommend rate. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd(ophthalmic viscosurgical device), this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during implantation of an intraocular lens (iol) procedure, the lens did not fold correctly. Plunger went over the lens and damaged the lens. The procedure has been completed with another lens.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).